Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: there were battery compartment had cracks observed in the thread area and below the grip pad. There were multiple battery warnings observed in the black box on 12/07/2014. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. There was evidence of moisture contamination inside the pump on the power circuit board. Unrelated to the initial allegation, the display screen was dim and discolored.